Event description:
Bayer case number: (B)(4) the trauma of learning it had broken apart into multiple pieces inside my body [device breakage] , pain [pelvic pain female], emotional distress / the trauma of learning it [emotional distress], my body did not respond well to the device [device intolerance] , my menstrual cycle became unnaturally heavy [heavy menstrual bleeding] , my energy plummeted / feeling drained [energy decreased] , feeling helpless [helplessness] , the difficulty in getting the device removed [device difficult to remove] , physical pain [physically unwell] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the trauma of learning it had broken apart into multiple pieces inside my body") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device difficult to remove ("the difficulty in getting the device removed"). The patient had a medical history of parity 4 (as a mother of four children¿three of whom are on the autism spectrum). On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion intervention required), pelvic pain ("pain"), emotional distress ("emotional distress / the trauma of learning it"), device intolerance ("my body did not respond well to the device"), heavy menstrual bleeding ("my menstrual cycle became unnaturally heavy"), asthenia ("my energy plummeted / feeling drained"), helplessness ("feeling helpless") and malaise ("physical pain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for device breakage, pelvic pain, device intolerance, heavy menstrual bleeding, asthenia, helplessness and malaise were unknown. The reporter considered asthenia, device breakage, device intolerance, emotional distress, heavy menstrual bleeding, helplessness, malaise and pelvic pain to be related to essure administration. The reporter commented: I am writing to formally express my deep concern and disappointment regarding a recent medical complication I experienced due to your product, [essure birth control device, the [essure]. As a mother of four children¿three of whom are on the autism spectrum¿this situation has caused me not only physical pain, but also significant emotional distress and disruption in my already demanding life. After having the device implanted, I began experiencing immediate and severe complications. My body did not respond well to the device, and despite repeatedly expressing my concerns to medical professionals, I was dismissed and made to feel unheard. It wasn't until I insisted¿and practically begged¿that the device was finally removed. Upon removal, it was discovered that it had broken apart into multiple pieces inside my body. This ordeal has affected me physically, emotionally, and spiritually. My menstrual cycle became unnaturally heavy, my energy plummeted, and I felt unlike myself for months. As a full-time mother and caregiver to children with special needs, I cannot afford to be anything less than 100%¿and yet, your product left me feeling drained, helpless, and compromised. I am respectfully requesting compensation for the pain, suffering, and complications I¿ve endured due to this product. The lack of proper care during the initial complaint, the difficulty in getting the discrepancy noted: results in death marked (true) but patient is reporter who is alive. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available the most recent follow-up information incorporated above includes data received on: 26-jun-2025: no new information updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) the trauma of learning it had broken apart into multiple pieces inside my body [device breakage] , pain [pelvic pain female] , emotional distress / the trauma of learning it [emotional distress], my body did not respond well to the device [device intolerance] , my menstrual cycle became unnaturally heavy [heavy menstrual bleeding] , my energy plummeted / feeling drained [energy decreased], feeling helpless [helplessness] , the difficulty in getting the device removed [device difficult to remove] , physical pain [physically unwell] , sluggish [sluggishness] , body feels off balance [loss of balance] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the trauma of learning it had broken apart into multiple pieces inside my body") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device difficult to remove ("the difficulty in getting the device removed"). The patient had a medical history of parity 4 (as a mother of four children¿three of whom are on the autism spectrum). On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion intervention required), pelvic pain ("pain"), emotional distress ("emotional distress / the trauma of learning it"), device intolerance ("my body did not respond well to the device"), heavy menstrual bleeding ("my menstrual cycle became unnaturally heavy"), asthenia ("my energy plummeted / feeling drained"), helplessness ("feeling helpless"), malaise ("physical pain"), sluggishness ("sluggish") and balance disorder ("body feels off balance"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for device breakage, pelvic pain, device intolerance, heavy menstrual bleeding, asthenia, helplessness, malaise and balance disorder were unknown. The reporter considered asthenia, balance disorder, device breakage, device intolerance, emotional distress, heavy menstrual bleeding, helplessness, malaise, pelvic pain and sluggishness to be related to essure administration. The reporter commented: I am writing to formally express my deep concern and disappointment regarding a recent medical complication I experienced due to your product, [essure birth control device, the [essure]. As a mother of four children¿three of whom are on the autism spectrum¿this situation has caused me not only physical pain, but also significant emotional distress and disruption in my already demanding life. After having the device implanted, I began experiencing immediate and severe complications. My body did not respond well to the device, and despite repeatedly expressing my concerns to medical professionals, I was dismissed and made to feel unheard. It wasn't until I insisted¿and practically begged¿that the device was finally removed. Upon removal, it was discovered that it had broken apart into multiple pieces inside my body. This ordeal has affected me physically, emotionally, and spiritually. My menstrual cycle became unnaturally heavy, my energy plummeted, and I felt unlike myself for months. As a full-time mother and caregiver to children with special needs, I cannot afford to be anything less than 100%¿and yet, your product left me feeling drained, helpless, and compromised. I am respectfully requesting compensation for the pain, suffering, and complications I¿ve endured due to this product. The lack of proper care during the initial complaint, the difficulty in getting the I am respectfully requesting that this matter be addressed through appropriate compensation for the pain, suffering, and long-term health impacts I have endured. If this situation is not resolved, I will be left with no choice but to pursue legal action. I believe it is both fair and just that my experience is taken seriously and rectified accordingly. Discrepancy noted: results in death marked (true) but patient is reporter who is alive. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. The most recent follow-up information incorporated above includes data received on: 26-jun-2025: report received on 25-jun-2025 but date cannot be earlier than most recent follow up thus entered as 26-jun-2025 new event sluggishness & off balance were added. Reporter causality comment added. Case became potential legal. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) the trauma of learning it had broken apart into multiple pieces inside my body [device breakage], pain [pelvic pain female] , emotional distress / the trauma of learning it [emotional distress] , my body did not respond well to the device [device intolerance] , my menstrual cycle became unnaturally heavy [heavy menstrual bleeding] , my energy plummeted / feeling drained [energy decreased] , feeling helpless [helplessness] , the difficulty in getting the device removed [device difficult to remove] , physical pain [physically unwell] , sluggish [sluggishness] , body feels off balance [loss of balance] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the trauma of learning it had broken apart into multiple pieces inside my body") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device difficult to remove ("the difficulty in getting the device removed"). The patient had a medical history of parity 4 (as a mother of four children¿three of whom are on the autism spectrum). On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion intervention required), pelvic pain ("pain"), emotional distress ("emotional distress / the trauma of learning it"), device intolerance ("my body did not respond well to the device"), heavy menstrual bleeding ("my menstrual cycle became unnaturally heavy"), asthenia ("my energy plummeted / feeling drained"), helplessness ("feeling helpless"), malaise ("physical pain"), sluggishness ("sluggish") and balance disorder ("body feels off balance"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for device breakage, pelvic pain, device intolerance, heavy menstrual bleeding, asthenia, helplessness, malaise and balance disorder were unknown. The reporter considered asthenia, balance disorder, device breakage, device intolerance, emotional distress, heavy menstrual bleeding, helplessness, malaise, pelvic pain and sluggishness to be related to essure administration. The reporter commented: I am writing to formally express my deep concern and disappointment regarding a recent medical complication I experienced due to your product, [essure birth control device, the [essure]. As a mother of four children¿three of whom are on the autism spectrum¿this situation has caused me not only physical pain, but also significant emotional distress and disruption in my already demanding life. After having the device implanted, I began experiencing immediate and severe complications. My body did not respond well to the device, and despite repeatedly expressing my concerns to medical professionals, I was dismissed and made to feel unheard. It wasn't until I insisted¿and practically begged¿that the device was finally removed. Upon removal, it was discovered that it had broken apart into multiple pieces inside my body. This ordeal has affected me physically, emotionally, and spiritually. My menstrual cycle became unnaturally heavy, my energy plummeted, and I felt unlike myself for months. As a full-time mother and caregiver to children with special needs, I cannot afford to be anything less than 100%¿and yet, your product left me feeling drained, helpless, and compromised. I am respectfully requesting compensation for the pain, suffering, and complications I¿ve endured due to this product. The lack of proper care during the initial complaint, the difficulty in getting the I am respectfully requesting that this matter be addressed through appropriate compensation for the pain, suffering, and long-term health impacts I have endured. If this situation is not resolved, I will be left with no choice but to pursue legal action. I believe it is both fair and just that my experience is taken seriously and rectified accordingly discrepancy noted: results in death marked (true) but patient is reporter who is alive. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.